Event description:
Treatment of vertebral artery aneurysm. During pipeline deployment, it was reported that the pipeline would not release from the capture coil. The physician was able to release the pipeline from the capture coil by manipulating the marksman catheter. No injuries were reported with the patient as a result of the procedure.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as the pipeline was implanted in the patient and the pusher discarded. (B)(4).